Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694758 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that within two weeks of implant, the patient experienced hemothorax, with possible microperforation noted. The atr ial lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.